Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. Although no conclusion could be reached on what caused the reported event, it should be noted that a 100% inspection through an automated vision system to verify staple presence takes place during manufacturing prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparotomy procedure, the staples would not release. No more details. Another like device was used to complete the procedure. The device was decontaminated. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.